Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant na result was not reported to the physician(s). The sample was repeated on an alternate system. The repeated result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
The customer contacted the (B)(6) customer care center (ccc). A (B)(6) headquarters support center (hsc) specialist reviewed the instrument data and instructed the customer to replace the integrated multisensor technology sensor, diluent and salt bridge. The hsc also instructed the customer to perform a system diluent check. The customer successfully ran quality controls. The cause of the discordant sodium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.